Manufacturer narrative:
A lens work order search was performed and no similar complaints were found. A cartridge lot number search found no similar complaints. An injector lot number search found no similar complaints. Per medical review - reportedly, the lens was stuck in the injector during insertion, causing damage of the trailing haptic. Damaged lens was removed and another lens of same model was successfully implanted at the same surgery date. Incision was not enlarged and no other tissue damage was reported. According to the report from the facility, dated on 7/18/14, the cause of the event was unknown. It should be noted that user technique (during loading or insertion) could have caused/contributed to the reported event. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed the optic was torn, a haptic was bent and the other haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the trailing haptic of the aq2010v three piece silicone lens got stuck and tore in the injector , as the lens was inserted into the eye. The lens was removed and replaced with another same model lens without any patient injury.

Manufacturer narrative:
Corrected data:this is a re-submission of MFR# 2023836-2014-00615 due to previous incorrect MFR#.claim# (B)(4).